Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was in the clinic for a routine follow-up. Multiple telemetry errors were noted when attempts were made to retrieve measured data. Attempts to perform a software download were unsuccessful and a message of back-up vvi was displayed.